Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of the meter¿s manufacture is unknown. The date listed in the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported that on (B)(6) 2016 at approximately 9:40 pm. Customer received an unspecified error message on her adc blood glucose meter upon test strip insertion. Caller further reported customer was feeling ¿weak and icky¿ and then lost consciousness. Customer was taken to a hospital, diagnosed with hypoglycemia and treated with juice and crackers. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional investigation has been completed. As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, retained test strip samples from the same lot reported by the customer (1620807) were tested with control solution instead. All results were within the range specification and no errors were observed. This also serves as a correction report. (Common device name ) was incorrectly documented in the initial and MDR 30 day follow up #1 report. Has been updated. (Contact office email address) was incorrectly documented in the MDR follow up #1 report. Has been updated.

Event description:
Customer¿s husband reported that on (B)(6) 2016 at approximately 9:40 pm. Customer received an unspecified error message on her adc blood glucose meter upon test strip insertion. Caller further reported customer was feeling ¿weak and icky¿ and then lost consciousness. Customer was taken to a hospital, diagnosed with hypoglycemia and treated with juice and crackers. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1620807) were tested with control solution. All results were within the range specification and no errors were observed. In addition, a device history record (DHR) review of the meter was requested. The DHR for meter serial (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer¿s husband reported that on (B)(6) 2016 at approximately 9:40 pm. Customer received an unspecified error message on her adc blood glucose meter upon test strip insertion. Caller further reported customer was feeling ¿weak and icky¿ and then lost consciousness. Customer was taken to a hospital, diagnosed with hypoglycemia and treated with juice and crackers. No additional treatment was required. There was no report of death or permanent injury associated with this event.